Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to keep the implantable pulse generator (ipg) charged. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device will not be returned due to facility policy. No device malfunction was suspected.